Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The stm performed internal and external helium leak troubleshooting, the iabp passed the external test. The internal leak test held its setting for the 30 minute time limit. The stm proceeded to disassemble the cart to check fittings for any that may be loose or need lubricating, all fittings were tight. The bottle cradle and fittings were checked for tightness, all were tight. The stm verified the cart gauge worked properly. The quick disconnect and lubricated o-ring were checked and performed all manifolds check which passed. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a gas leak. It is unknown under which circumstances this event occurred; however, there was no patient involvement, thus no adverse event was reported.